Manufacturer narrative:
One 50 ml syringe sample received by our quality team for investigation. Through visual inspection, it can be observed the tip of the syringe moves and it is distorted. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Possible root cause is associated when the pin of the mold that generates the inner geometry of the syringe broke during molding process. If the pin of the mold is broken, the inner part of the tip is not well molded leading to defects similar to the one noticed by customer. All syringes given by customer were molded in the same cavity of the mold (cav.17) supporting the defect appeared by a broken pin. Manufacturing personnel have been notified of this incident to increase awareness of this matter.

Event description:
The nurses at our hospital have reported to us a problem that has occurred several times recently on the 3-piece syringes 50ml ref (B)(6): the luer tip is twisted and/or more or less mobile. We isolated a syringe from batch 2309738 that has this defect. Have you had any other reports?

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
The nurses at our hospital have reported to us a problem that has occurred several times recently on the 3-piece syringes 50ml ref 300865: the luer tip is twisted and/or more or less mobile. We isolated a syringe from batch 2309738 that has this defect. Have you had any other reports?